Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. There was a steam pop while ablating on the ridge of the left pulmonary vein and a perforation was discovered in the left atrium. They continued to monitor the patient using intracardiac echocardiography (ice). The pericardial effusion was confirmed by ice about 10 mins after the steam pop. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. The physician believed the pericardial effusion was caused by the steam pop. Clinical study: taylor af (not bwi) study for volta medical device. Additional information was received on the event. During the case, the physician noticed the steam pop while ablating and the pericardial effusion was evidenced with ice a few minutes after. In the physician¿s opinion the cause of this adverse event is that it was the procedure, not bwi product malfunction or patient condition. The patient outcome of the adverse event is fully recovered, no residual effects. The patient did require extended hospitalization because of the adverse event; the patient required hospitalization overnight to monitor drainage, after following up with the physician patient was discharged the afternoon after. A transseptal puncture was performed using an nrg needle ((B)(4) medical). Prior to noting the cardiac tamponade, ablation was performed. A steam pop was evidenced by the physician while ablating on the pulmonary vein side of the coumadin ridge. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 15 ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were 2 mm range; 3 sec; fot 25%; tag size 3mm. No additional filter was used with the visitag. Ablation index color option was used prospectively.

Manufacturer narrative:
Additional information received on 30-apr-2022 indicates that the device is not available for return. Therefore, the investigation was completed on 06-may-2022. Since no product investigation can be performed, the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).